Manufacturer narrative:
The insulin pump had button error alarm due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to moisture. The customer stated she typically carries the insulin pump in her bra and she had been sweating. Customer's blood glucose value was 139 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.